Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator had a "xdcr fault" (transducer fault) message that would not clear. There was no patient involvement associated with this issue.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the rubber boot on the exhalation valve was missing and, therefore, causing a "xdcr fault" (transducer fault) to occur. The fsr replaced the exhalation valve and ran the operational verification procedure (ovp). The device meets manufacturer's specifications.